Event description:
It was reported the hex of the implant fractured and was removed. Tooth site #19.

Manufacturer narrative:
Zimvie complaint (B)(4). Patient identifier is not provided / unknown. Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Following product evaluation, abutment hex fragment has been identified in the implant drive feature. The complaint reported implant fracture and abutment fracture has been identified following inspection. Unknown implant and abutment were returned, and the reported event (implant fracture) was confirmed following visual/physical evaluation. Additionally, abutment fracture was identified and confirmed. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported/identified event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimvie. DHR and complaint history review could not be performed as the lot numbers were not available. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.